Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that during pre-implant interrogation, this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Storage at below recommended temperatures was suspected. Boston scientific technical services (ts) analyzed the data and found that voltage was tracking with the increase in temperature however this device was not cleared for implant. Further warming and reanalysis was recommended. There was no patient involvement.